Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's family member called technical services due to a drain complication and reported the patient had to go to the hospital because she was spitting up. During follow-up with the patient's nurse it was reported that the patient was admitted to the hospital and diagnosed with peritonitis. The patient's nurse further reported that the patient had a history of gi issues and the patient had been vomiting and had generalized abdominal pain. It was also reported that the patient was diagnosed with a urinary tract infection. A follow-up culture was positive for yeast in the pd catheter. The nurse confirmed the infection was a continuation of a pervious episode of peritonitis that the patient was admitted to the hospital ((B)(6) 2016). The catheter was removed and the patient transitioned to hemodialysis.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. This is an event of relapse peritonitis.

Event description:
The patient had presented to the hospital with persistent (5/10) abdominal pain that had started approximately one month prior, worsening in the right lower quadrant, diffuse swelling, febrile, chills, nausea without vomiting, diarrhea five times, chest tightness, shortness of breath, anasarca of hands and feet, ascites, was diagnosed with trichosporon peritonitis, and was admitted. The patient was treated with voriconazole for six weeks and vancomycin for two weeks. The patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
The complaint sample was not available and the lot number of product involved was unknown. Therefore a search on system of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. Alternate samples from code 050-87212 and lot number 15pr08802 from the distribution center were received. A visual inspection was performed on four tubing sets, during inspection no defects were found, the tubing sets were found acceptable. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. The alternate samples were received and analyzed and no defects were found. The complaint was deemed as unconfirmed.